Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
It was reported that the patient's pod was leaking insulin while worn on the leg. Blood glucose level reached 27 mmol/l (486 mg/dl), leading to diabetic ketoacidosis (dka). The cannula was found dislodged from the infusion site. The patient reported ketones in the urine, confirmed using urine test strips. The patient went to hospital and spent approximately 7 hours there. The pod was replaced as treatment. The pod was discarded at the hospital.